Manufacturer narrative:
(B)(4). The actual device was not repaired or replaced against this event. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances observed during the manufacturing process. In addition, the device record review confirmed the labeling, material, and in process quality controls were within specification.

Event description:
It was reported by a patient's spouse that a patient on continuous cycling peritoneal dialysis (ccpd) using liberty cycler experienced peritonitis and was prescribed antibiotics. Additional information received from the patient's peritoneal dialysis nurse revealed that the patient was diagnosed with staphylococcus. Patient was treated with vancomycin 2g every five days for 21 days. The nurse stated that peritonitis was due to the patient not following aseptic technique. The patient was not hospitalized. The patient did not miss any peritoneal dialysis treatments and was reported to be feeling better.